Event description:
It was reported that this pacemaker presented far-field oversensing by the atrial lead which led to an atrial tachy response (atr) episode. Technical services (ts) was consulted and recommended reprogramming to prevent far field detection. This device remains in service. No adverse patient effects were reported.